Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no reported impact to the customer's blood glucose level. The customer declined to upload pump data for review by tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found.